Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's right eye. The iol haptic was reported to have kinked after insertion. The capsular bag was damaged and vitreous loss was reported, and vitrectomy was performed prior to insertion of the iol. The original incision was enlarged to remove the damaged lens. A backup lens was successfully implanted. No sutures were required to close the wound. Current pt status as listed as excellent recovery - good vision. Please reference MDR # 1119279-2012-00155 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.